Manufacturer narrative:
The customer support engineer (cse) replaced the graphic user interface (gui) to breath delivery (bd) cable to resolve the issue. The ventilator passed extended self tests (est), short self tests (sst), and electrical safety testing.(B)(4).

Manufacturer narrative:
(B)(4). The original complaint was filled in error. The report for 8020893-2014-02353 is not reportable. The reported malfunction of the device was found during set up and not during use on a patient.

Event description:
A report was received that stated a ventilator had reset. The malfunction did not occur during patient use.